Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso with auto ID catheter. It was described that the catheter deflected as invert. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. This deflection issue was assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster failure analysis lab received the product for analysis on august 18, 2016 and it was discovered that ring #20 on the distal side was rough and had material underneath the ring. Also the proximal side had the spine cover twisted on the transition with the lumen. Additional information was received stating that there was no resistance while introducing or retracting the catheter from the sheath. The issue with the spine cover was assessed as not reportable as the catheter integrity was maintained and no internal parts were exposed. The presence of the white material underneath the ring was assessed as reportable as it may cause embolism or stroke. The rough edge of the electrode also makes the state of the catheter reportable as there was potential harm to the patient. The awareness date was reset to (B)(4) 2016.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso with auto ID catheter. It was described that the catheter deflected as invert. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. Upon receipt, the catheter was visually inspected and electrode #20 was found rough and foreign material was observed underneath. Additionally the proximal side of the spine cover was found twisted on the transition with the lumen. Then per the event, a deflection test was performed and the catheter passed. However during the test, the lasso loop was observed to be spinning. The catheter was dissected and it was found that the lasso nitinol was twisted due to the inner tip assembly to the polyamide was loose causing the lasso loop to spin on its own axis. Further investigation revealed that there was residues of polyurethane (pu) application which indicates a proper manufacturing assembly. Regarding the foreign material observed, a fourier transform infrared spectroscopy (ft-ir) test was performed in order to identify the type of foreign material; the results demonstrated that the material is primarily composed of a styrene polymer chemical composition and the other was a silicon component presumably a copolymer known as abs. The catheter outer diameters (od) were measured after the catheter dissection and manipulation and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis finding a result, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes, since there was evidence of the proper manufacturing assembly. The root cause of the foreign particle and electrode damage cannot be determined since catheter od¿s were found within specification and all the products are inspected to avoid visual damages.